Manufacturer narrative:
"The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states."

Event description:
It was reported the patient received the following results within 15 minutes: 22.1 mmol/l, 11.9 mmol/l and 9.4 mmol/l.